Event description:
It was reported that the patient experienced high impedance. Ap chest and neck x-rays were received and reviewed. Generator placement was unable to be assessed due to the quality of the images provided as they were zoomed in. Due to the angle of the images provided, complete pin insertion was unable to be assessed. Feedthrough wires are intact. A strain relief bend and loop were seen placed according to labeling. One tie-down was present and placed according to labeling. A portion of the lead was seen routed behind the generator and no fractures were seen on the visualized portion of the lead. The lead wires are intact at the connector pin. A slightly sharper than usual angle is seen toward the neck and electrode area, however this is difficult to assess as it could be a perspective issue due to the angle of the scan. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures that were not visible on the scans provided cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.